Event description:
A device report from (B)(6) indicated: a hospital in (B)(6) reported: pt with 11 degree open tibia fracture, right, was enrolled in a (B)(6) study and was implanted on (B)(6) 2011 the a nail and screw. Pt had a planned k-wire removal as an outpatient on (B)(6)-2011. It was discovered on an unk date pt had a delayed union. Pt was returned to operating room on (B)(6) 2012 and a removal of the proximal screw was performed. It is not known if any new hardware was implanted. Pt treated with medication: single shot IV antibiotics pre-operatively. This is one of two reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
(B)(4): device is not distributed in the united states, but is similar to device marketed in the USA.the manufacturing records were reviewed and no complaint related issues were found.corrected data: device manufacture date was corrected from february 2011 to 02/22/2011.(B)(4): placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.